Event description:
(B)(4). The patient due to hydrocephalus received a valve. The valve was set at 200mmlh2o. After a clinical examination, the surgeon detected hyperdrainage: in fact there was a reduction of the volume of ventricles. The surgeon confirmed that after x-ray exams the valve was set at 200mmh2o. In each case the surgeon decided to explant the valve and implanted a new hakim medos with siphon. (B)(4) 2015 additional information provided by the sales rep to clarify the original statement that in each case the surgeon decided to explant the valve and implanted a new hakim medos with siphone. Affiliate explained only one device is claimed. Due to the fact that the patient had hyperdrainage (although the x-ray confirmed the setting at 200mmh2o) the surgeon explanted the valve and implanted a new hakim.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested and only leaked from the needle holes in the needle chamber. -the valve was reflux tested, the valve passed the test. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. A review of the history device records confirmed the valve product code 82-3164 with lot clpc0l, conformed to the specifications when released to stock on the 3rd february 2011. The problem reported by the customer could not be duplicated. The device functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.